Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch was declared on this implanted system. The out-of-range measurement that triggered the alert was not specified but a boston scientific technical services (ts) consultant noted it was likely low. This lead remains in service and the patient will be monitored. No adverse patient effects were reported.